Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the items not showing in pyxis pull list. A technical support specialist (tss) and product support engineer (pse) checked the server and confirmed that the task scheduler was restarting the bulletin service without issues and that bulletins were printing successfully. Customer confirmed that issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, items was not shown in pyxis pull list. User reported it not shown es stock low or out notices. There were no adverse events or injuries reported based on this event.